Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 276 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer stated they received an alarm when trying received a battery out alert. The customer had issues with the arrow buttons responding correctly on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had intermittent button response due to corroded keypad traces. No numbers ramping up noted. No error alarm noted during testing. However, found in alarm history. Error alarm due to corrupted history file. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.(B)(4)